Manufacturer narrative:
Expiration date unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received from bmc ophthalmology (2021) that cited a case study of "ex-press shunt implantation for intractable glaucoma with posterior chamber phakic intraocular lens". A (B)(6) year old male presented with progressive blurred vision and medically uncontrolled intraocular pressure (iop) in the right eye (od). The patient was prescribed medication. The patient had an implantable collamer lens (icl) implanted in 2009. On ophthalmic examination, the icl was well placed with a vault height of 456um. The anterior chamber angles were open but narrow, and mild to moderate trabecular pigmentation was noted. Ex-press glaucoma filtration surgery without icl removal was performed to control iop. An ex-press p50 shunt was inserted into the anterior chamber. Transient hypotony and shallow anterior chamber occurred in the first week after surgery, along with an icl tilt towards the cornea with reduced vault height. No other complications related to either the icl or the ex-press shunt were noted. Iop remained stable at 12-14 mmhg at the first 3 month follow-up. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.